Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced possible false atrial fibrillation (af) and ventricular tachycardia (vt) episodes. It was further reported that possible oversensing and undersensing was noted. The icm remains in use. No patient complications have been reported as a result of this event.